Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the patient had infection and foul-smelling discharge at the stoma site. The physician checked the stoma with endoscopy and decided to remove the peg tube. The patient was prescribed with cefbir antibiotic. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 21, 2014: the procedure date is (B)(6), 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be recovered.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown.according to the complainant, on (B)(6) 2014, the patient had infection and foul-smelling discharge at the stoma site. The physician checked the stoma with endoscopy and decided to remove the peg tube. The patient was prescribed with cefbir antibiotic.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.